Event description:
The reporter stated the surgeon implanted a micl 13.2mm implantable collamer lens in the patient right eye. Lens was removed on (B)(6) 2012, lens did not set right on the patient's eye. Further information has been requested but none has been forth coming. When further information is available, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4) - secondary surgery. (B)(4) - (lens did not set right in eye). Method - lens work order search. Results - visual inspection of the returned product found no visible damage to the lens. Lens was returned dry. There was evidence of clear surgical residue on lens. A lens work order search was performed and no similar complaint was found within the same work order. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).